Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon was performing an lar with the endo gia stapler loaded with 60 mm blue 3.5 mm sulu. When he was firing on the distal rectum, he found it was hard to fire. Then he squeezed, he could feel some resistance. During the third squeeze, the stapler opened, the surgeon found that the stapler had only cut and not stapled. The surgeon had converted the lar into apr with colostomy and a colostomy bag on the pt. Unanticipated tissue loss and tissue damage occurred. There was bleeding, less than 500cc. The case was extended by more than 30 minutes. No adverse event was reported due to the delay in surgery. No buttress material was used.

Manufacturer narrative:
(B)(4).